Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with bso and perineorrhaphy. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh were implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, urinary problems, recurrence, dyspareunia and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.